Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded a battery depletion (bd) alert, and the field representative wanted to know if the patient can get a magnetic resonance imaging (MRI). Device data was preserved and submitted for boston scientific engineering review. Engineering analysis determined the device has sufficient capacity to deliver six shocks with charge times less than 15 seconds if replaced within 90 days. Technical services noted that elective replacement indicator (eri) or end of life (eol) may be triggered with the replacement window. At this time, the device remains in service. No adverse patient effects were reported.